Event description:
It was reported that the patient had not charged the device for weeks and weeks. The device was not on. The patient noted it was just too difficult to maintain it. The patient was not sure if it would even pick up a charge. The patient wanted the device removed. It also migrated to the middle of the spine. It had been working its way there for the last several weeks prior to the report. It was not in a convenient location. It migrated to the middle of the spine, which started the past several weeks. Since the patient had it placed, they noticed it furthering down in the back and more on the spine for at least two months. The patient had not even tried to turn it on because it was so difficult to get 8 bars for 5 hour charge. So the patient hadn¿t charged. The patient was still having pain; for weeks and weeks the patient had pain. There was no reduction and in order to get it to charge it was impossible to get 8 bars. Troubleshooting was limited due to lack of access to product and/or patient. Programming was done several times the year prior. The device was in overdischarge and the patient was not interested in doing a physician mode recharger (pmr). The patient could not read their device with the charger or programmer and it hadn¿t worked in months. According to the patient, the device shifted midline. It was unknown if troubleshooting was done to provide insight to the issue. The cause of the event was unknown. The patient had not made up her mind at the time of the report if there were any further plans to explant the implantable neurostimulator (ins) or have it repositioned.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type recharger . Product ID: 97740, lo serial# (B)(4), product type programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she ¿finally convinced¿ her healthcare provider (hcp) to remove the ins because ¿it wasn¿t helping at all¿ about a year and a half ago. The patient reported that she couldn¿t charge the ins and became very frustrated with it as she could never get a good connection with the ins. The patient reported that everything was explanted including the lead/wires. The patient reported that she believed that the doctor who implanted the ins didn¿t put the ins in a very good spot on her body and it made it ¿impossible¿ for her to hold the equipment in place in order to get adequate charge on the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that all devices were discarded. The patient said they believed that if the device was in a position more midriff instead of just off the center of their spine, it may have been in a position to get an adequate charge. The patient would spend 6-7 hours in a contorted position to make contact to charge. The patient mentioned that at one point they believe that 2 sutures broke free and it seemed to be floating in such a way that the patient could not lay on their back to sleep. The device was then removed. No further complications were reported.